Event description:
General report received of an unspecified number of undocumented incidents of air in the tubings distal to the solusets. The tubing sets were being used to deliver 0.9% normal saline. After unspecified lengths of time in use, the solusets emptied and air was reported distal to the solusets. No air was delivered to the pts. The customer contact stated the tubing sets were either reprimed or replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.